Event description:
The customer reported that an achieva ventilator was inoperable. There was no pt involvement. Covidien has not received the device for eval. A f/u MDR will be sent if the device is returned and if any add'l info is received.